Event description:
It was reported that when the asymptomatic patient presented for elective device change-out, noise was observed on the rv lead. There were no other electrical abnormalities with the lead and the noise could not be reproduced. The physician elected to cap and replace the rv lead during procedure on (B)(6) 2017. The procedure was completed successfully without adverse consequence to the patient. The patient was stable before, during, and after the procedure.